Manufacturer narrative:
The device was returned to zoll germany for evaluation; the customer's report was duplicated and attributed to a faulty analog board. The analog board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.